Manufacturer narrative:
E1: initial reporter address: (B)(6) hospital. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a loose connection between the minicap transfer set and the titanium adapter which resulted in a leak. This was observed during use of the devices for peritoneal dialysis therapy. The transfer set was replaced; however, the titanium adapter remained in use. There was no allegation against the titanium adapter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.